Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was oversensing noise which led to the delivery of inappropriate shocks. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.